Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Received information regarding a cartridge alarm 19 during basal delivery. Customer¿s blood glucose level was 280 mg/dl. The customer indicated a correction bolus would be delivered. The customer was able to load a new cartridge successfully and resume insulin delivery.